Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system c-arm column will not ascend when lift button is pressed. No patient injury was reported.